Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was experiencing inefficient pain therapy. The patient was also experiencing charging difficulties with their implantable pulse generator (ipg). The patient underwent an ipg revision procedure and was doing well postoperatively.

Event description:
It was reported that the patient was experiencing inefficient pain therapy. The patient was also experiencing charging difficulties with their implantable pulse generator (ipg). The patient underwent an ipg revision procedure and was doing well postoperatively.